Event description:
Customer reported that the unit sparked and flashed when plugged in .

Manufacturer narrative:
All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned to the service center and an evaluation was performed. Initial testing was unable to confirm the reported complaint, as the power supply board was corroded and non-functional. Visual inspection observed the rear case is damaged by the handle and the power cord cover was missing from the unit. The device was put though all performance tests. The device failed leak and fan testing. Following functional testing, affected components were replaced. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.